Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information, the ventilator generated several alarms for high pressure and low delivered volume. The alarms indicate the efforts of the ventilator to deliver the set tidal volume and that the expiratory resistance had increased at the time for the event. Moreover, low o2 concentration alarm was generated. No parts were replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. An increase in airway pressure can occur due to a blockage in the respiratory system. No information concerning patient breathing circuit or filter was provided. Alarm o2 concentration low is activated when measured o2 concentration exceeds the set value by more than 5 vol.% below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Incorrect o2 concentration delivered to the patient may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. The reported issue was confirmed in provided device's logs. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator detected and generated alarms. There was no ventilator malfunction. The cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilation stopped. There was no patient harm reported. Manufacturer's ref. #: (B)(4).